Event description:
Patient was critically ill and needed to have immediate invasive lines placed for close monitoring. As a swan ganz catheter was being inserted, no wave forms were on the monitor. Trouble shooting showed that the transducer cables were subject to loosening at the connection site between the cable and transducer tubing.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.